Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in the obtuse marginal branch. The lesion was pre-dilated with a 2.0x10mm non-bsc balloon. Next a 2.25x28mm promus element plus stent was advanced and deployed at 7 atms. The stent delivery balloon was inflated three times, and it was noted that the physician under expanded the stent intentionally because the distal portion of the vessel was smaller than the proximal portion of the vessel. At this point, the stent was not well apposed to the vessel wall. The same 2.0x10mm non-bsc balloon was then advanced to dilate the distal end of the stent. Then a 2.25x10mm non-bsc stent was advanced for post dilation, but the balloon caught the edge of the stent and could not cross the placed stent and stent deformation occurred. In doing so, the guide wire and the guide catheter dislodged form the left circumflex artery. At that point, the physician was able to re-advance two guide wires. He then attempted to cross the stent with a 1.5x6.0mm non-bsc balloon but it would not cross. Next he used a 1.25mm non-bsc balloon and was able to re-dilate the stent again. Then two non-bsc balloons [2.0x10mm, 2.5x10mm] were used to re-dilate the stent with good result. No patient further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).